Manufacturer narrative:
Per (B)(4) initial report. Additional information and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The reported device is being returned to corin for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
The head of a trinity cancellous bone screw sheared off during surgery. The broken part of the screw was retrieved from the bone and an alternative screw was used in its place.

Event description:
The head of a trinity cancellous bone screw sheared off during surgery. The broken part of the screw was retrieved from the bone and an alternative screw was used in its place.

Manufacturer narrative:
Per 2865 - final report. The screw was returned for investigation, the cup remained implanted as this was not damaged. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. Based on the x-ray, it is very difficult to tell what angle the screw was implanted. Consequently, it is impossible to determine if the screw was put in correctly. This is the first time that this failure is reported on a part from this batch. This is the first time that this failure is reported on a part from this batch. Based on this, no further investigation can be conducted, and the failure mode cannot be confirmed. Thus, corin now consider this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.